Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a sensor expired before it should have. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a continuing sensor session occurred. Data was provided for evaluation. The reported event of continuing sensor session was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).